Event description:
Related manufacturer reference number: 2017865-2021-36965. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular and atrial leads exhibited episodes of noise. No intervention was performed and the patient experienced no consequences.

Event description:
New information received noted that there were episodes of inappropriate automatic mode switch (ams) due to noise over-sensing on the atrial lead.